Manufacturer narrative:
Additional information: b1, d9, h3, and h6. The reported field event of backup operation (bvvi) was confirmed. The device entered bvvi after two resets occurred within 32 seconds of each other. The root cause of the resets was revealed to be due to an anomaly with an integrated circuit.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the hospital due to an electrical storm of ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes, which led to the patient having to be resuscitated. Upon investigation, the device had numerous charges which caused the device to revert to back-up mode (bvvi). The patient was hospitalized in the intensive care unit as a result of the electrical storm. High voltage therapy was disabled on the device in anticipation of a device replacement and the patient was closely monitored. Once the patient stabilized, a vt ablation procedure was performed and the device was explanted and replaced. There is no allegation of device malfunction, the device appropriately shocked the patient for vt/vf episodes and then went into bvvi mode due to an extensive amount of high voltage therapy resulting in normal battery depletion. The patient was stable and will continue to be monitored.